Event description:
Nellcor received information the pt has replaced tracheostomy tube due to pin-hole in cuff. End user claimed that they had replaced 3 tracheostomy tubes in roughly 2 weeks due to pin-hole leak in the pilot balloon.

Manufacturer narrative:
Device is to be returned for evaluation but has not yet been rec'd. Will update if product is rec'd.